Event description:
The first four times we tried to close the devcie to insert into pt, it wouldn't close. When it finally closed, physician didn't want to use this one; wanted another device and staples.